Event description:
During pta in the internal carotid artery (ica), the physician tried to cross the lesion but he failed to cross it with a 10x40mm precise pro rx stent. He used a protege stent which crossed the lesion. Upon receipt of the device the stent was protruding slightly.

Manufacturer narrative:
The analysis was updated but there are no changes to the previously submitted evaluation codes. During pta in the internal carotid artery (ica), the physician tried to cross the lesion but he failed to cross it with a precise pro rx stent. Upon receipt of the device the stent was protruding slightly. Multiple attempts have been made to gather additional information. However, no additional information regarding patient, lesion or procedural characteristics regarding this event has been provided. One non-sterile precise pro rx us carotid syst 10 x 40 was received coiled inside a plastic bag. Unit was partially deployed (1mm). Bent was observed at 9cm from brite tip. No other discrepancies were found. The outer diameter (od) of the outer sheath was measured at different distances and found within specification. Usable length was measured and was found acceptable. The functional test (stent deployment) was performed successfully and without any problem. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The cause ¿bent¿ condition could not be conclusively determined; however it does not appear to be manufacturing related. Controls are in placed at the final assembly and packaging processes to detect this kind of issue. Handling and procedural factors could be contributed to this condition. The failure reported ¿failure to cross¿ by the customer was not confirmed; since no anomalies were found during dimensional analysis. The cause of the failure could not be conclusively determined. Therefore no actions were taken. The failure reported ¿deployment difficulty-premature deployment¿ by the customer was confirmed. The cause of this condition could not be conclusively determined; however it does not appear to be manufacturing related. Controls are in placed at the final assembly and packaging process to detect these kinds of issues. Neither the DHR review nor the analysis suggests that the failure is manufacturing process. Therefore no actions were taken. It is unknown if unusual force was used in the attempt to cross the lesion as pushing the sds against resistance, which can be encountered during sds advancement through calcified, tortuous or stenotic vasculature, can cause the outer member to compress, thus contributing to premature stent deployment/stent jumping while the locking pin is still in. The IFU states, ¿if resistance is met during delivery introduction, the system should be withdrawn and another system should be used.¿ vessel characteristics and procedural factors may have contributed to the reported event.

Manufacturer narrative:
During pta in the internal carotid artery (ica), the physician tried to cross the lesion but he failed to cross it with a precise pro rx stent. Upon receipt of the device the stent was protruding slightly. Multiple attempts have been made to gather additional information. However, no additional information regarding patient, lesion or procedural characteristics regarding this event has been provided. One non-sterile precise pro rx us carotid syst 10 x 40 was received coiled inside a plastic bag. Unit was partially deployed (1mm). Bent was observed at 9cm from brite tip. No other discrepancies were found. The outer diameter (od) of the outer sheath was measured at different distances and found within specification. The functional test (stent deployment) was performed successfully and without any problem. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The cause 'bent' condition could not be conclusively determined; however it does not appear to be manufacturing related. Controls are in placed at the final assembly and packaging processes to detect this kind of issue. Handling and procedural factors could be contributed to this condition. The failure reported 'failure to cross' by the customer was not confirmed; since no anomalies were found during dimensional analysis. The cause of the failure could not be conclusively determined. Therefore no actions were taken. The failure reported 'deployment difficulty-premature deployment' by the customer was confirmed. The cause of this condition could not be conclusively determined; however it does not appear to be manufacturing related. Controls are in placed at the final assembly and packaging process to detect these kinds of issues. Neither the DHR review nor the analysis suggests that the failure is manufacturing process. Therefore no actions were taken. It is unknown if unusual force was used in the attempt to cross the lesion as pushing the sds against resistance, which can be encountered during sds advancement through calcified, tortuous or stenotic vasculature, can cause the outer member to compress, thus contributing to premature stent deployment/stent jumping while the locking pin is still in. The IFU states, 'if resistance is met during delivery introduction, the system should be withdrawn and another system should be used.' Vessel characteristics and procedural factors may have contributed to the reported event.